Event description:
It was reported that the patients non-rechargeable ipg reached the end of its battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1432, (B)(6). The returned ipg was analyzed and the ipg passed visual inspection. However, an analysis of the data log revealed that the ipg (implantable pulse generator) was in service for about 1 year, 1 month, and 26.6 days with an energy use index (eui) range of 18.5, and the expected range would be about 1 year, 8 months, and 5.1 days per the direction for use. The patient's data also shows a sudden battery drop, from 2.934 volts to 2.880 volts, at timestamp (B)(6), with a high vh (high voltage) voltage. The incident shortened the devices longevity significantly. Lab analysis of the device did not reveal any anomalies.

Event description:
It was reported that the patients non-rechargeable ipg reached the end of its battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.